Event description:
The report received from the affiliate indicated that during a procedure, the physician experienced difficulty withdrawing the sakura dura star 3.5 x 10 balloon catheter. The physician tried many ways to withdraw the balloon catheter. There was no reported patient injury. Additional information has been requested including target lesion information.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received indicated that during a procedure, the physician experienced difficulty withdrawing the sakura dura star balloon catheter. The physician tried many ways to withdraw the balloon catheter. There was no reported patient injury. No vessel/lesion characteristics were provided. It was not indicated if the withdrawal difficulty was during removal from the lesion/vessel or guiding catheter. Attempts to obtain additional information have been unsuccessful. The product was returned for inspection. One non sterile sakura dura star, 3.50 x 10 was received coiled inside of plastic bag. Balloon was already inflated. Inflation medium was observed in the shaft. No others damages were observed. The functional test inflated/deflated and insertion withdrawal test were performed without any problem. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon withdrawal difficulty could not be confirmed since no anomalies were found during functional analyses and the device functioned as intended. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the difficulty experienced by the customer. Neither the information available, DHR review nor the analysis suggests that reported withdrawal difficulty could be related to the manufacturing process; therefore no corrective action will be taken.